Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a thv territory manager that a balloon burst occurred during inflation. As reported, during a transfemoral case without bav, the balloon burst at full inflation. The patient did have significant calcium at the stj. No extra volume was added to the system. There was 1cc removed by the physicians. The valve was fully expanded and successfully deployed with trace ai. There were no injuries to the patient.

Manufacturer narrative:
The device was returned to edwards and an engineering evaluation was performed. The 26mm commander delivery system was returned locked at default position and fully inserted through loader cap and sheath. Severe kink on the proximal balloon shaft due to packaging. The returned device was evaluated, and the following was observed: balloon burst in longitudinal and radial tear, no missing pieces.the device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional measurement of the balloon wall thickness met the respective specification. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.as reported, the balloon was fully inflated when it burst. The patient did have a lot of calcium at the stj. It was noted that patient had calcification present in the leaflets/annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The available information suggests that patient factors (annulus calcification) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-01918.